Event description:
The manufacturer received information form a third party service center alleging a ventilator was sounding a high internal oxygen alarm. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the third party service center for evaluation. The device's tubing elbow was replaced to address the issue.